Event description:
Axle of hanger bar broke, client sustained for stitches.

Manufacturer narrative:
The following is a close out report by the foreign reporter. Report: a bolt broke on the left hanger bar. Investigation: the lift was overlooked in the upgrade program which replaced the hanger. Conclusions: machine missed in upgrade program. Corrective actions: it has been confirmed that the hanger was replaced.